Event description:
It was reported that when slitting the outer cps catheter, the slitter stuck, pushed the catheter forward and dissected the vein. As a result, blood flowed into the pericardium. A pericardial puncture was performed immediately. The patient was in a critical hemodynamic situation after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the returned cps catheter was slit to 4.9 cm from the hub. Functional testing revealed normal cps characteristics.